Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to have had a channel b fail its accuracy test due to underinfusion. This event occurred before use, during service. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). - this involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be defective pumphead module (phm). To correct the condition, the phm was replaced. If any additional information is received, a follow up MDR will be sent.